Event description:
Additionally, patient reported "massive fluid collection", "redness" and "swelling of left breast" and "fever". Additionally, healthcare professional reported left side "massive fluid collection, pain, and swelling".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., g.1., g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "breast pain, increase in volume of the left breast and presence of atypical lymph nodes (without identified fatty hilum) in the upper and lateral quadrant and in the left axillary region" and late seroma. The device remains implanted.